Manufacturer narrative:
Investigation included technical review of reported use and user education. Investigation of this case revealed no device malfunction and that elevated glucose was consistent with time off automated insulin delivery. It was concluded that the event was related to therapy interruption rather than a device failure and that no corrective action for the device was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user¿s continuous glucose monitor displayed ¿high,¿ and the user confirmed hyperglycemia with a fingerstick blood glucose of 400 mg/dl after being disconnected from the ilet for several hours during a hospital visit; the cgm was reported to be functioning as intended and the user was advised that the ilet would require time to reduce glucose levels. Symptoms included hyperglycemia without reported associated clinical complaints. Outcomes included user inconvenience and transient interruption of therapy while disconnected.